Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
It was reported to philips that during a procedure the customer had chosen a vascular pediatric fluoro application while they were under the impression an application selection was made for vascular body clarityiq. This resulted in a higher air kerma than what the customer expected for this procedure. The patient received a total air kerma of 2.28 gy.

Manufacturer narrative:
Philips investigated this complaint. The system was checked by philips and it was confirmed that it was working within specification. No system malfunction has been confirmed. The higher dose was the result of selecting a different protocol than the one intended.